Event description:
Boston scientific crm received information via latitude red alert that this implantable cardioverter defibrillator (ICD) displayed high pacing impedance measurements greater than 2000 ohms. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that this lead was explanted due to high right ventricular (rv) lead impedance measurements. The rv lead could not get the setscrew to seat appropriately. No adverse patient effects were reported.

Event description:
Additional information indicated that the daily measurements showed 1 reading at 1900 ohms and the rest were greater than 2000 ohms. At implant, the pacing impedances were 500 ohms. During manual tests, pacing impedance measurements were also greater than 2000 ohms. The shock impedance measurements and sensing were stable and normal and there was good capture. It was noted that thresholds had increased. The patient is not pacer dependent and had no symptoms associated with the high thresholds. Technical services (ts) discussed that this close to the change out procedure, they would suspect this to be a marginal connection issue. Ts discussed that this was clearly not a complete insulation break as there was good capture and sensing with increased thresholds. Ts also discussed that they would need to be invasive to access and resolve the issue. Ts recommended inspecting the pin to see if it was thru the connector block, do a tug test, remove the lead and test with pacing system analyzer (psa).

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.